Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they were having unrelated surgery the day of the report. They said that the day prior, when they tried to turn stimulation off, they saw a por message. It was recommended they have their healthcare provider reach out to the manufacturer representative. No patient symptoms were reported. No further complications were reported or anticipated.